Event description:
This report was sent via a "call report;" it was reported that the nurse stated to the clinical support specialist (css) that the six inch extension with the 3 way stopcock was leaking at the "end where you put the syringe." The css confirmed with the nurse that the leak was at the stopcock end. The css explained that they could use a generic extension and stopcock. The nurse was asked to save the extension line.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.